Event description:
During verification testing at the manufacturing facility, the device intermittently did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
The device was received. Investigation is not completed.